Manufacturer narrative:
Examination of the device was not possible as it was not returned. A search of the complaints database finds no other reported events against the provided product and lot code combination. The investigation could draw no conclusion with the information made available. Based on the inability to determine root cause, the need for corrective action has not been indicated. Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
Patient was revised to address loosening of the cup and stem, osteolysis, and pain.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.